Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received three inappropriate shocks in two episodes for an atrial fibrillation. Atrial undersensing was identified, which resulted in anti-tachycardia pacing (atp) also being delivered. Technical services discussed programming options that could be implemented. The patient was hospitalized due to the shocks received. No additional adverse patient effects were reported. The device remains in service.